Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 317 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting. Reportedly, the infusion set site was changed to address the issue.